Event description:
During a saphenous vein harvesting procedure, the tip detached from the unit while inside the pt. The event occurred after the dissection of the vein had been completed. The tip was noticed it had detached from the unit after the removal of the device inside the pt's leg. The pa performing the dissection, rolled a towel down the leg towards the existing incision and retrieved the broken piece with a pair of forceps. The case was then completed without any further complications to the pt. No add'l incisions had to be made. The pt was last reported to have recovered and dismissed from the hosp in good condition.